Event description:
User had discrepant creatinine results for three pt samples. All repeat testing was performed in 2009. Sample 1 initial result was 6.31 mg per dl, repeat result was 1.19 mg per dl. Sample 3 initial 2.14 mg per dl, repeat result was 1.05 mg per dl. The erroneous results were reported, and it was unknown if patients were adversely affected. The user stated two of the patients had to come back in for redraws and the other patient had his hip replacement surgery pushed back a couple days, but has since had the surgery.

Event description:
User had discrepant creatinine results for three pt samples. All repeat testing was performed in 2009. Sample 2 initial result was 3.27 mg per dl, repeat result was 0.63 mg per dl. The erroneous results were reported, and it was unknown if patients were adversely affected. The user stated two of the patients had to come back in for redraws and the other patient had his hip replacement surgery pushed back a couple days, but has since had the surgery.

Manufacturer narrative:
The field service rep stated the cause was unk and performed successful calibration, qc and pt correlation to verify the analyzer performance.

Manufacturer narrative:
The field service rep stated the cause was unknown and performed successful calibration, qc and pt correlation to verify the analyzer performance.